Event description:
Patient was here for an ultrasound guided right breast biopsy. A biopince device was opened and tested prior to use and appeared to function properly. Three passes were done in the breast and specimens were not being captured. A second biopince device was opened and tested, and the biopsy was successfully completed. Defective device info: biopince 16 gauge x 10cm, lot # 11501605, ref # 370-1080-02.